Event description:
Reference MFR report # 1627487-2019-05644. It was reported that the patient was not receiving adequate stimulation. It was confirmed by physician that the implanted leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.